Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The system was still used to complete the case and the customer called the company representative. However, there was no additional related information provided. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported that during surgery, poor aspiration was experienced. The procedure was completed without patient harm.